Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection the device had an air leak. To resolve the issue, the case was converted to an open procedure and the surgeon had to used around 8-10 stitches to oversew the anastomosis. The surgical time was extended for more than 30 minutes.